Event description:
When switched on device service required prompt is heard. There was no patient involved in this event.

Event description:
When switched on device service required prompt is heard. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 29th june 2017. Upon receipt, the device was failing self-tests due to an rtc error. Further investigation revealed that the bt1 coin cell had broken off its -ve welded tab, which had removed the cell from circuit and resulted in rtc errors. Due to the nature of how the coin cell had broken off the -ve tab i.e. The tab and leg still intact with no welding fault identified, the coin cell had likely become detached due to impact. However, the investigation was unable to verify this by other means, as there was no visible damage to the outer case. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.